Event description:
This report is to advise of a fracture that was noted during analysis. During an atrial fibrillation (apoplexy) procedure, the catheter showed no pressure. A new catheter was used to continue the procedure, which was successfully completed without harm to the patient.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter shaft material had been fractured 0.3610¿ proximal to the distal tip, just distal to electrode ring 3. No other visual anomalies were noted. Microscopic inspection of the distal shaft fracture between electrode rings 2 and 3 revealed that internal components were protruding through the fracture. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.